Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be temperature cable failure. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The latest labeling revision was be reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the rectal probe was only reading dashes. They have tried two probes both with the same issue. Advised they would need to borrow a cable from another device for now. Explained how to disconnect temperature in cable from arctic sun device.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the rectal probe was only reading dashes. They have tried two probes both with the same issue. Advised they would need to borrow a cable from another device for now. Explained how to disconnect temperature in cable from arctic sun device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.